Event description:
The customer reported that the doctor is ready to put her back on the insulin pump, but the device was not functioning. The doctor requested a replacement. The caller stated that the insulin pump was not delivering insulin and did not alarm no delivery. Troubleshooting was declined as customer just wanted a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device was received with currents within specifications. The unit had scratched screen, cracked display window corners and battery tube, broken belt clip lot, cracked reservoir tube and lip.